Event description:
It was reported that the rigid video laparoscope's 2d was sharp, but with the 3d there was a milky layer during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image in 2d mode was not displayed, and the charge-coupled device was damaged. Based on the results of the investigation, and since the initial device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In regard to the newly identified malfunctions, the charge-coupled device was damaged, and therefore, the image in 2d mode was not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.